Event description:
The remb sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was able to run in reverse while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that the internal motor assembly was corroded.